Event description:
The tracheal cuff ruptured on six different broncho-cath left tubes used on the same pt. The crna used a tooth guard after the first two cuff ruptures because the crna thought the pt's teeth may be causing this. The crna also used different tube sizes. The reason for using different sizes initially was that they were immediately available in the operating room. Then the crna went to a smaller size tube. The crna used the 41fr, 39fr and 37fr. Both cuffs were checked for leaks on every tube prior to intubation. The sixth tube was left in place (in spite of the leak) for the procedure because the multiple intubations had created edema. The edema was treated with steroids. The pt's oxygen saturation dropped to 78 when the pt was turned but came right back to normal when the pt was turned back.